Event description:
During procedure foot pedal pushed, but did not immediately respond. A delayed delivery of energy put a hole in the capsule and a vitrectomy was performed. The hosp. Would like to note this device is only serviced by the MFR. It has been serviced at least twice this year and several times last year for repeated failures.